Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it started beeping and there was water in the battery compartment and also received critical pump error alarm. The customer¿s blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.